Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported blocked cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to above 13.9 mmol/l (250 mg/dl) while wearing the pod between 49 to 71 hours. Upon removal of the pod from the infusion site arm, the cannula was found to be blocked and was noted to have a strong odor of insulin. The patient observed a thick blood clot at the end of the cannula, followed by a sudden release of a large amount of blood from the insertion site. As treatment, a new pod was placed.